Event description:
Per the audiologist, a stenver's view x-ray done in 2008 determined the electrode array was not fully inserted into the cochlea. Reportedly, the patient has brachial-oto-renal syndrome and insertion of the electrode array was difficult. In 2009, the patient reported pain at the implant site. Explant/reimplant surgery is planned, but had not been scheduled at the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.